Event description:
A pt reported blood glucose results of "171 mg/d'" with a lifescan meter and "82 mg/dl" on a laboratory device, performed within 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.